Event description:
The complainant reported that a therapeutic radiofrequency ablation (rfa) for a potential fibrotic liver tumor was performed on a patient (age and gender unk). The rfa procedure was performed through an incisional site using a metal needle guide. The physician reported that upon insertion, friction was felt. During the rfa procedure discomfort from the patient was experienced resulting in a delay of the case. The lesion was checked by echo at which time a 1cm burn was found 5cm proximal from the target lesion. The needle was then pulled out and found to have "peeled back" insulation 5cm proximal from the distal end of the sheath. The customer stated that they knew the trouble occurred by using a metal needle guide. The procedure was successfully performed using another device. The physician prescribed sedatives for patient treatment after the procedure. The patient's condition is reported as good.

Manufacturer narrative:
This device has not yet been received by this manufacturer; consequently, an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.